Event description:
Nursing student performed a blood glucose test on the suspect device. The result obtained was 140mg/dl. The pt looked hypoglycemic so a reference lab blood glucose test was performed. The lab result was 30mg/dl. The pt was given d50. Another blood glucose test was performed on the suspect device and the result was 284mg/dl versus another lab of 280mg/dl. The pt was given a large amount of insulin in the morning.